Manufacturer narrative:
Investigation in progress but not yet concluded.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the heart lung console would not switch to backup battery power. The user shut down the system, then restarted it in order for it to switch to battery power. Although the user resolved the issue, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully. There was no adverse consequence to the patient as a result of this event.